Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was partially fired with twelve clips remaining. The handle was not in the correct position. The pin that connects the handle to the body was observed not aligned. It was noted the top of the body near the rotation knob was separated at the weld. It was reported that none of the clips were able to load properly into the jaws at any point during use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur from actuating the trigger of the instrument in an incorrect motion. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: squeeze the handle firmly as far as it will go. As the handle is squeezed, the clip is held firmly by the jaws and closes around the tissue. Failure to squeeze the handle completely may result in clip malformation and possible bleeding or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic colorectal procedure, the surgeon was able to squeeze the handle but none of the clips were able to load properly into the jaws at any point during use. Another device was used to complete the case. There was no patient injury.